Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2316-50e, serial: (B)(4), batch: 7087413.

Event description:
It was reported that following a trial procedure, the patient fell due to pain and weakness in the legs. The physician believed that the patients spinal stenosis contributed to the symptoms and were not device nor procedure related. The patient was prescribed with oral steroids and had a lead pull procedure. The patient was reportedly doing well. The leads were discarded.